Event description:
Reporter alleged blood glucose device read outside the range of the meter with a result of 5 mg/dl. It was stated customer tested back to back with a result of 370 mg/dl when performed 1 min apart. Reporter indicated no longer using the meter as a result. No actions or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.